Manufacturer narrative:
Product has been requested, but not received. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that a patient experienced a burn, blisters, and erythema over the cheek following a thermage treatment. During the treatment the physician used an energy level between 2.5 and 3 and at the 160 reps they began receiving many error codes indicating that the tip was too warm. The physician stopped the procedure at the 190 reps and resumed with a new tip. The initial treatment tip was inspected during the procedure every 100 reps, but not before the procedure. It is unknown how much coupling fluid was used during the procedure. The patient is currently undergoing regenerative care (ldm) and treatment to improve the erythema. An available image was reviewed, and scattered blisters and erythema are visible on the right cheek. The current patient status was noted as recovering redness. The possibility of a permanent scar is unknown at this time.

Manufacturer narrative:
The treatment tip was returned for evaluation. The tip passed leak, visual and thermistor testing. No functional test was able to be performed due to the tip time being reached. A review of the manufacturing records showed that all requirements were met. Based on the evaluation of the data, the system and the handpiece perform as expected. No issues were found during evaluation of the treatment tip. Based on the available information, burns and erythema are known as possible side effects during the thermage flx treatment.